Manufacturer narrative:
Additional information received: it was confirmed there was no damage noted to the packaging of the stent graft. No injury was caused to the patient due to the delivery of the bent delivery system, but it was said a second operation was required because the positioning was inaccurate. It was reported the stent graft implanted in an unintended location due to the positioning difficulties. Film evaluation summary: the reported deformed tip out of box, positioning difficulties and inaccurate delivery could not be confirmed on the films provided; therefore ,the cause of the events could not be determined. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Attempts to advance the delivery system and the steps of the stent graft deployment were not seen and only one viewpoint ( a-p) was provided. It most likely that introducing a delivery system with an out of box deformed tip into the patient was a factor in the reported difficulty to positioning and inaccurate delivery. The instructions for use recommends ' carefully inspect the endurant ii/endurant iis stent graft system packaging and device for damage or defects prior to use. Do not use product if any sign of damage or breach of the sterile barrier is observed."the angulated infrarenal neck anatomy may have also been a contributory factor to these events. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Device evaluation summary: the device returned with the external slider in the home position. There were slight kinks evident along the graft cover. A kink was observed to the taper tip. A 0.035-inch guidewire was loaded via the taper tip with resistance encountered at the site of the kink. The reported deformation can be confirmed through analysis. A series of photo were received from the account. The images capture the delivery system post graft deployment with a kink clearly visible on the taper tip. An image of the pouch label confirmed the serial number matches that reported. The reported taper tip deformation was reported through image review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: - as per the site the second operation did not take place. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft was implanted in the endovascular treatment of a 59.4mm aaa.  It was reported when during the procedure, when the stent was opened, it was found the tapered tip was bent. The stent graft was used but it was difficult to enter the abdominal aorta through the guidewire. After several attempts, the delivery system was delivered and thestent graft was deployed. Per the physician the cause of the deformation was a manufacturing problem. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.